Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Patient later reported "upset and worried" and "ruptured" confirmed by ultrasound. Healthcare professional later reported "local pain", "post-operative architectural distortions in both breasts", "breast parenchyma with heterogeneous echotexture", "retromuscular breast implant", "signs of silicone extravasation in the surrounding areas", "mild post-operative distortions", "rare sparse cystic formations of simple characteristic measuring up to 0.7cm", "rare simple cysts". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.